Event description:
It was reported that during follow-up in clinic, the device could not be interrogated. Several attempts were made with no results. The patient was asymptomatic as is not device dependent. Prior to the explant procedure, a new interrogation attempt was made with no success. The device was explanted and replaced. Upon removal, a mild convex deformation was observed on the top of the ICD. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed, but at the time of analysis the clusters did not appear to be in a location or size that would be sufficient to cause an internal short of the battery. As a result, the cause of the premature battery depletion could not be conclusively determined. However, from these analyses, in the absence of other root causes, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.